Manufacturer narrative:
According to the customer, on (B)(6) 2025, while rising from a seated position, she fell and lacerated her left, anterior, lower leg on the metal break of the device. The customer reported that she received stitches in the emergency department to close the approximately "six inch" wound. The customer said she was admitted to the hospital on (B)(6) 2025 due to infection of the suture site, had bedside debridement of the wound on (B)(6) 2025, and was discharged home that day. The customer said that she has a "visiting nurse" to perform dressing changes and a follow-up appointment with a wound care clinic scheduled for (B)(6) 2025 to determine if a "wound vac or skin grafting" will be necessary. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, while rising from a seated position, she fell and lacerated her left, anterior, lower leg on the metal break of the device.

Manufacturer narrative:
Update to d4: lot number. Update to h6: investigation conclusion (d).